Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending ostium artery with heavy calcification. The lesion was prepped with a rotablator device and an unspecified stent implanted at the target lesion. A nc trek balloon dilatation catheter (bdc) was used for post-dilatation and inflated twice up to 14 atmospheres max for 20 seconds. However, during deflation the bdc could not completely deflate. During withdrawal, the bdc blocked in the humeral artery, the balloon was deflated with a needle under visual control and removal at the radial level. No arteriotomy was required. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported deflation difficulties cannot be determined and the reported resistance during removal from the guiding catheter appears to be due to operation context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.